Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, noting that the screen took longer than expected to respond or required several taps. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support explained that the pump prioritizes tasks, which might cause delays, and provided the customer with best practice tips for using the touchscreen. The customer understood and acknowledged the explanation.